Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose in the pump usb port as the customer experienced difficulty charging the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.